Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow-up, multiple auto mode switching episodes was observed caused by noise in the atrial lead. Programming changes were made. The patient will continue to be monitored.